Event description:
It was reported that the abocath tip became blunt and the plastic ruptured, not allowing it to advance into the vein, using a greater amount of abocath and puncturing the patient's skin more severely. Damage to veins and skin.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 4183704. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this event, a thorough sample analysis could not be completed. Although an exact cause could not be determined for this complaint it is possible that the reported defect resulted from product use. During the 360-degree rotation performed during puncture, the catheter may have been pushed forward, re-cannulating the device and causing the catheter to become transfixed. It is also possible that during product assembly, a failure in the vision system allowed a transfixed catheter to pass through to the customer. However, if the catheter was transfixed prior to puncture, use of the product would not be possible. Improvement actions of the issue of needle through catheter were implemented through a previous corrective and preventive action plan from september 2024. The lot involved in this report was manufactured prior to the implementation of these actions. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.